Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill notifications. Reportedly, the cartridge was filled with 250 units of insulin. The customer's blood glucose level was 235 mg/dl. The customer reloaded the existing cartridge and resumed insulin delivery.